Manufacturer narrative:
The reported complaint of a user advisory - ua45 (not at "home" position after power-on/restart) error message on the autopulse platform (serial# (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the driveshaft was not at "home" position, therefore, the root cause of reported ua45 was due to user error. User advisory 45 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position unrelated to the reported complaint, a cracked front enclosure and a bent battery lock were observed on the ap platform during visual inspection. These types of physical damaged on the ap platform is characteristics of mishandling. The damaged enclosure and battery lock were replaced. During archive data review, multiple ua45 error messages were observed on the event date, thus confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. Thus, confirming the reported complaint. To remedy the issue, the drive shaft was rotated back to home position by using the administrative menu. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no previous history complaint reported for autopulse with serial number: (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial# (B)(4)) displayed a user advisory - ua45 (driveshaft not at "home" position after power-on/restart) error message when replacing the lifeband. Customer was unable to rotate the shaft back to "home" position. No patient involvement.